Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra ultra 2 meter displayed inaccurate high control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began around one and a half weeks prior to her contacting lfs. The patient reported that she obtained an alleged inaccurate high control solution result of ¿3-4mg/dl higher¿ than the acceptable range on the subject meter. The patient manages her diabetes with a combination of medications including humalog and lantus. The patient detailed that about 2 days prior to the alleged product issue she had developed symptoms of ¿dry mouth and high blood pressure¿ and stated that she self-treated with an increased dose of 3 units of humalog in response to the alleged product issue. She reported that ¿around one and a half weeks ago¿ she obtained a blood glucose result of 3-400mg/dl on another unspecified device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. However, the patient was using the incorrect control solution. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.